Manufacturer narrative:
UDI: (B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that operational context contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 27mm valve was explanted on the same day due to atrial ventricular disruption. A 27mm valve was implanted in replacement. The patient was in recovery. Per received records, this case involved a patient who underwent uneventful mitral valve replacement with a 27mm valve, coronary bypass grafting x1, and placement of a left atrial appendage clip. His hemodynamics were stable postoperatively. The patient was av sequentially paced and returned to the ICU. In the ICU, the patient had an r-on-t phenomenon from his pacemaker and subsequently underwent aggressive CPR and subsequently developed high chest tube output with bright red blood. The concern was that with CPR, the calcified annulus of the bioprosthesis could push through the back of the heart. The patient was immediately returned to the operating room for exploration with emergency sternotomy. The 27mm valve was removed. There was an area near the calcification in the posterior medial aspect of the mitral valve where the muscle had been torn. Repair sutures were placed and a new 27mm valve was implanted. An intra-aortic balloon was placed to help maintain a good systolic pressure but diminished left ventricular pressure. The valve function was good; there is no perivalvular leak and both right and left ventricular function was preserved. The patient's rhythm and blood pressure were restored.